Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient was in the hospital due to chest tightness and heart failure symptoms. When the device was interrogated they found code 1003, which is indicative of battery voltage too low for the projected remaining capacity. The patient mentioned that the device had been beeping for a few months. The device was explanted and replaced. No additional adverse patient effects were reported.